Event description:
Additional information reported the catheter was cut during a spinal fusion procedure. On (B)(6) 2016 the entire catheter was replaced. The concentration of the bupivacaine and dilaudid was 40 mg/ml. The new medication was dilaudid at 4 mg/ml; 1mg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving intrathecal bupivacaine 1.9 mg/day and dilaudid 1.9 mg/day via an implanted pump. The concentrations were not provided. The doses prior were bupivacaine 9.0 mg/day and dilaudid 9.0 mg/day. The pump's indication for use (IFU) was listed as chronic low back pain, spinal pain, failed back surgery syndrome, and headache. The patient went into the hospital to have back surgery to extend rods in her vertebrae on (B)(6) 2015. The healthcare provider (hcp) disconnected the catheter during surgery after which the body "pulled it in" and the hcp was unable to reconnect to the pump. The hcp later lowered the dose of the drugs in the pump in september 2015 (2.5 months after surgery). Further follow up was being conducted to determine the cause of being unable to reconnect to the pump, clarification regarding the body "pulling in" the catheter, troubleshooting and interventions required, and patient outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that the catheter was actually cut by the physician that performed the patient&#38112;back surgery. The catheter has not yet been replaced. The patient was reportedly trying other methods of pain control to avoid another surgery.